Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide devices via a 6fr sheath, after a diagnostic procedure. Reportedly, after placement of the proglide sutures, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis there was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.